Manufacturer narrative:
The device was explanted > 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Device return follow up is in progress. Based on the available information, a definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. If any additional information is received a supplemental MDR will be submitted.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve implanted for 9 months 27 days underwent redo aortic valve replacement due to unknown reasons. A 21mm 11500a aortic valve was implanted in replacement. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Manufacturer narrative: health effect - impact code, health effect - clinical code, device code(s), device code(s), type of investigation, investigation findings, and investigation conclusions. Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less postimplant) and late (onset greater than 60 days post-implant). Early-onset generally reflects contamination arising in the perioperative period; if there were ever non-conformance's in the sterility or packaging processes, they would most likely manifest at this time. Late-onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. In this case the onset was greater than 60 days post-implant. It has been determined that the root cause of this event was most due to patient related factors and is not related to any manufacturing or sterilization issues with the valve. Corrected data: based on the new information received, this event is no longer considered reportable.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve implanted for 9 months 27 days underwent redo aortic valve replacement due to vegetation with endocarditis with periprosthetic abscess 15 days prior to the explant procedure. The patient presented urgently with abdominal pain and strep. Veridans diverticulosis and t9-10 om/discitis, that was previously treated four weeks prior. This was the suspected nidus of the endocarditis. During this admission, strep. Gordonii bacteremia was detected and treated. The intraoperative tee denoted vegetations and thick leaflets. A 21mm 11500a aortic valve was implanted along with a patch repair of the aorta. The patient was transferred to the cardiac intensive care unit in critical but stable condition. The post operative course was complicated by preexisting co-morbities: dm2, esrd- hemodialysis; bladder cancer; om/diskitis. The patient was discharged home with hemodialysis and long-term antibiotic treatment on pod#7.